Manufacturer narrative:
Cloud data from the user for the period of 28sep2025-30sep2025 was downloaded and reviewed. Review of the patient history buffer (phb) data found that the system was used only in manual mode with no sensor readings from (B)(6) 2025 to 12:12 on (B)(6) 2025. The phb data showed that the system correctly delivered the user's manual basal program while in manual mode. The phb data showed that a pod change occurred between 11:59 and 12:02 on (B)(6) 2025 and the new pod was paired to and able to receive estimated glucose values from a sensor. The system was used in automated mode from 12:12 to the last data point at 14:17 on (B)(6) 2025. The phb data showed that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. No instances of the automated algorithm delivering automated basal insulin while estimated glucose values were below 60 mg/dl were observed. No evidence of an overdelivery of insulin or of any other issues with the system were observed in the available cloud data. Supplemental report associated with mw5180530.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.s928usqs4byf5 hardware: sm-s928u cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient required an ambulance ride to the hospital, with hypoglycemia, on (B)(6) 2025. The patient's blood glucose levels declined to 20 mg/dl while wearing the pod. No symptoms were reported. The patient attended training at hcp earlier in the day and had settings setup on a loaner phone. Patient was instructed that settings would not transfer to their new phone. Later in the day patient received their new phone, gave back loaner phone, and thought all settings were transferred to their new phone despite healthcare professional telling the settings would not. Patient reported that they took 2 units of insulin to bring down blood glucose but it¿s possible they may have taken a different amount without realizing. There are no details regarding treatment provided once taken by ambulance to healthcare facility. It was not reported how long the patient spent in medical treatment.